Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. The customer replaced the expiratory check valve to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported an error that causes elevated co2 levels. There was no report of patient involvement.